Event description:
It was reported that the threshold is rising on the lead. In (B)(6) 2010, the threshold was 3v at 1.5ms and today ((B)(6)2010) the threshold is 4.5v at 1.5ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the threshold is rising on the lead. (B)(6)_2010 the threshold was 3v at 1.5ms and today ((B)(6) 2010) the threshold is 4.5v at 1.5ms. It was later reported that the lead thresholds continued to rise to the point of non-capture at max outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the proximal segment was returned for analysis. The outer insulation had cosmetic depressions and a white substance was observed.